Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. Evaluation summary - detailed analysis of the device was not performed due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
Asku